Event description:
Cardiopulmonary bypass (cpb) had been terminated. The arterial roller pump worked well and per routine use requirements. After cpb had been terminated for a few minutes, the pt's hemodynamic status began to deteriorate (i.e., blood pressure began to drop). The cv surgeon asked the perfusionist to re-initiate cpb for a few minutes to stabilize the pt and allow the administered vaso-active drugs more time to mix and become more effective in the pt. On return to cpb, the ccp noticed that the arterial roller pump was sluggish when the speed knob was adjusted. The ccp felt that the speed knob was "stiff" and little movement was seen in the roller assembly. The ccp made the decision to hand crank the arterial roller pump. During hand cranking. The pt perfusion pressure was able to be examined at mmhg. After one (1) minute of hand cranking, the pt's blood pressure had improved dramatically and the cv surgeon instructed the ccp to wean from cpb. Cpb was terminated successfully and there was no further need to use the system the pt was closed without issue and the pt was sent to ICU, as per routine practice, for recovery.